Event description:
Information received by medtronic indicated that the customer reported mobile app connectivity issue. Troubleshooting was partially performed but not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app and the device will not be returned for analysis.